Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of "vascular occlusion", "spots", and "pain and tenderness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional (hcp) reported: patient was injected in the nose [center bridge only] with 0.5 ml unspecified juvéderm® voluma¿. Three (3) days later, patient has "come up in spots" and patient states they have them "inside of nose". Patient has "pain and tenderness in the affected area". Hcp consulted with a colleague "they think it¿s vascular occlusion". Hcp treated the patient with aspirin 300 mg, warm compress, hyalase 300 units. "Patient is presenting with marks/spots higher up on the nose too". Hcp plans to repeat hyalase and start patient on clarithromycin. Symptoms ongoing.

Event description:
Additional information: symptoms have resolved.